Manufacturer narrative:
It was a reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardial drainage. After the pvi was completed, immediately before attempting to perform an induction pacing, the blood pressure decreased, and effusion was confirmed by echocardiography. Pericardial fluid drainage was performed after the procedure was completed, and blood pressure increased and loss of pericardial fluid was confirmed on echocardiography. The patient was sent to the intensive care unit (ICU) without blood transfusion. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the relationship between the event and the product is that there was no relationship with the product. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was a reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardial drainage. Timing: after the pvi was completed. Immediately before attempting to perform an induction pacing. Ablation was performed before pericardial effusion or tamponade was confirmed. During use of biosense webster products. After the pvi was completed, immediately before attempting to perform an induction pacing, the blood pressure decreased, and effusion was confirmed by echocardiography. Pericardial fluid drainage was performed after the procedure was completed, and blood pressure increased and loss of pericardial fluid was confirmed on echocardiography. The patient was sent to the intensive care unit (ICU) without blood transfusion. Ablation was not conducted near the left pulmonary vein (lpv) roof, but the contact force (cf) rose to 50g several times when the catheter was delivered. There was no awareness of any defects caused by bw products. Atrial septal puncture was performed with radio frequency (rf) needle. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. The thermocool® smart touch® sf bi-directional navigation catheter was used for irrigation and flow rate setting was high flow: 8-15ml/min, low flow 2ml/min, pre:1sec, post: 5sec. Physician assessed the health hazard as non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product is that there was no relationship with the product. Cf monitoring methods included dashboard; vector and visitag. Coloring settings for visitag were tag index. Additional visitag filters were force over time (fot). No abnormalities were observed prior or during the use of the product. No error messages observed on biosense webster equipment during the procedure. Additional information was received indicating the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure due to cf elevation during lpv ablation. Outcome of the adverse event was reported as fully recovered. After returning to the ward, the patient's vital signs were stabilized and has been discharged as scheduled. The patient did not require extended hospitalization. A smartablate generator was used with the correct catheter settings and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed. Visitag module was used, parameters for stability used was, range: 2mm, time: 3sec, force over time (fot) 25%/3g 4mm.

Manufacturer narrative:
On 7-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).